Manufacturer narrative:
Components of the superdimension system; case recordings and locatable guide, were returned and evaluated. The evaluation resulted in no problem found. The issue was not verified in lab therefore no conclusion could be made. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported issues with registration the superdimension during an enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.